Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Neurological dysfunction and hemolysis are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with transient ischemic attack (tia) symptoms and distal middle cerebral (m2) artery occlusion. Compared to her baseline, lactate dehydrogenase (ldh) levels were elevated and he had 2+ hemoglobin present in the urine. Of note, this patient has a small left ventricle and known history of frequent "low flow" alarms. The last report received indicated that the patient remained hospitalized. It was stated that thrombus was not suspected. It was further stated blind and recovering. It was stated that there were no log files sent. It was also stated that the event was known to have been embolic. No further information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulant therapy, and patient pre-implant history, including the patient's history of a small left ventricle, coronary artery disease and diabetes. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.